Event description:
It was reported that the patient presented for generator change procedure. During the procedure the right ventricular lead exhibited high impedance. No patient symptoms were reported. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before and after the procedure.